Manufacturer narrative:
(B)(4). The intraocular lens remains implanted to date. A review of the manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 15.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient, who had an implant on (B)(6) 2013 ((B)(6) 2013), that he was experiencing halos and glare. Follow-up with the physician indicated that the intraocular pressure (iop) had increased which pushed the implanted lens forward. The patient was seen, (B)(6) 2013 ((B)(6) 2013), for a yag pi (peripheral iridotomy) with a pre pi of 23/post pi 14. Patient was stated to be doing well. The doctor does not think this is product related, rather an increase in intraocular pressure (iop) which required a secondary procedure to decrease the pressure in the patient's eye. No additional information was provided.